Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer reported a reading of 2.7 mmol/l was obtained on the sensor scan compared to a result of 27.1 mmol/l obtained on the adc meter. Customer self-treated with dextrose and experienced hyperglycemia. Customer experienced symptoms described as sweating, seizure and loss of consciousness and was treated with an IV at the hospital. There was no report of death or permanent impairment associated with this event.